Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and device breakage ("on the left side it was removed in a few pieces; the same was found for the right. This was removed in 2 separate pieces") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst, vaginal bleeding, dysfunctional uterine bleeding and post coital bleeding. On (B)(6) 2016, the patient had essure inserted in (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). . On (B)(6) 2016, 7 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (she underwent a partial hysterectomy) and surgery (bilateral salpingectomy, laparoscopy with excision.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device breakage, infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, vaginal discharge and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dyspareunia, female sexual dysfunction, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in medical record : device breakage". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish , vaginal discharge, abdominal pain", reporter added from pfs. Event "on the left side it was removed in a few pieces; the same was found for the right. This was removed in 2 separate pieces", concomittant and historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), genital haemorrhage ("heavy bleeding / I was suffering from lot of") and device breakage ("on the left side it was removed in a few pieces; the same was found for the right. This was removed in 2 separate pieces/ essure coil from left side was removed in 2 pieces ") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst, vaginal bleeding, dysfunctional uterine bleeding and post coital bleeding. Concomitant products included cyclobenzaprine hydrochloride (flexeril). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 7 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent a partial hysterectomy) and surgery (bilateral salpingectomy, laparoscopy with excision.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the device breakage, infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in medical record : device breakage" . Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received. Concomitant drug was added. Added events dysmenorrhea (cramping), heavy bleeding / I was suffering from lot of bleeding . Updated onset date. Outcome of events (pain, heavy bleeding, dysmenorrhea). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain/chronic') and device breakage ('on the left side it was removed in a few pieces; the same was found for the right. This was removed in 2 separate pieces/ essure coil from left side was removed in 2 peices') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included terazol [terconazole]. The patient's previously administered products included for an unreported indication: lotrisone and terazol. Concurrent conditions included uterine bleeding, ovarian cyst, vaginal bleeding, dysfunctional uterine bleeding and post coital bleeding. Concomitant products included betamethasone dipropionate;clotrimazole (lotrisone), ibuprofen from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2017, naproxen from (B)(6) 2016 to (B)(6) 2017 and tramadol from (B)(6) 2017 to (B)(6) 2017. On an unknown date, the patient started terazol [terconazole] at an unspecified dose and frequency. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 15 days before insertion of essure. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced dyspareunia ("painfu intercourse / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced depression ("psychological or psychaitric problems-condition: depression") and anxiety ("psychological or psychaitric problems-condition: mental anguish"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding / I was suffering from lot of"), infection ("infections"), menstrual disorder ("menstrual bleeding"), post procedural complication ("post removal complication") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy, laparoscopy with excision. And she underwent a partial hysterectomy/bilateral sapingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the device breakage, infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: essure was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in medical record : device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added.event:post removal complication, uti were added.event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she underwent a partial hysterectomy). At the time of the report, the pelvic pain, infection, menstrual disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, infection, menstrual disorder and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.